Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed far r wave oversensing causing inappropriate automatics mode switch on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the lead. The patient was in stable condition.